Event description:
It was reported that the patient experienced ineffective therapy due to high impedances on both leads after a fall. Surgical intervention may take place in the future to address the issue.

Manufacturer narrative:
Date of event is estimated.

Event description:
Additional information was obtained, revealing that the leads were replaced via surgical intervention on (B)(6) 2025. Therapy was restored post op.

Manufacturer narrative:
Patient weight corrected, d10 corrected the results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.